Event description:
Patient was being treated for arthrodesis of talo-navicular joint with allogenic bone graft with internal plate and screw fixation of the left foot. Patient was returned to the o.r. On (B)(6) 2012 for below-the-knee amputation due to non-healing and chronic diabetes.

Manufacturer narrative:
This device is used for treatment not diagnosis. Changed to serious injury due to amputation. Actual implant date was provided.

Event description:
Product liability advised a pt reported he has diabetic neuropathy and the doctor attempted to fuse bones in his foot. The pt works as a floor attendant at a casino. The pt was implanted with unk hardware (plates and screws) in (B)(6) 2011, returned to work in (B)(6) 2011 and the plate broke in (B)(6) 2011. The pt reported the hardware has not been removed. Pt may be in a cast and on crutches.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.